Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating intermittently. Additionally, it was reported that the insulin gauge was inaccurate intermittently. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue, therefore no additional information could be obtained.